Event description:
It was reported that during a procedure to treat a de novo lesion in the distal left anterior descending (lad) artery with mild tortuosity, moderate calcification and 95% stenosis, a 1.5x8 mm unspecified balloon catheter was used for pre-dilatation. A 2.5x15 mm rx xience prime stent delivery system (sds) was advanced and deployed in the lad. Post stent deployment, an edge dissection was observed. Another xience prime stent was deployed to cover the dissection. There were no other device or procedure issues noted. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure.